Manufacturer narrative:
Product event summary: one controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to an intermittent power/ground wire that is creating an unstable direct current (dc) voltage output (short). The confirmed malfunction is related to the reported event. The most likely root cause can be attributed to an intermittent power/ground wire. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was only providing intermittent power to the controller when plugged in. It was also reported that there was a ¿beeping noise¿ when connected to the controller ac adapter. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.